Event description:
Healthcare professional via regulatory agency reported "appearance of a deformity of the reconstructed breast with increase in breast size. First suspicious echo prosthetic rupture and in (B)(6) 2022, cd30+ anaplastic lymphoma (probable anaplastic large cell lymphoma associated with breast implants)". Although no biomarkers are reported, since this has been reviewed by anapath, agn has agreed to accept their decision as if the biomarkers have been reported. The device was explanted. This record is for the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphoma-alcl.